Event description:
The infusion pump was infusing vaso-active drugs to a post cardiac bypass patient with all three channels in use. The pump went into a failure alarm and locked, the pump channels did not open and they were unable to be opened by operating the manual tube release. The patient was receiving levophed to maintain bp. When the pump stopped the line with the levophed was still in the channel and since it could not be removed the patient's bp dropped from approx 120 to approx 80. To continue the infusion to the patient, the bag of levophed had to be spiked with a new line. The patient's bp recovered and there was no adverse affect. The other two lines that were also in the pump were not critical drugs and were also in the critical drugs and were also spiked with new lines and re-started on a different pump.